Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 1. The patient's drain volume was 3575ml and their programmed fill volume was 2000ml. This information meets iipv criteria. According to the nurse the patient never reported any symptoms of overfill. Additionally, the patient did not report experiencing any issues with the cycler. The patient has been seen since this event and is doing well. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain. False empty detect and use error. Initial drain alarm setting inappropriately programmed. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.